Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.50mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent dislodged and was "struck" in the guiding catheter before deploying. The guiding catheter was removed with the stent inside it. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable and safe.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were slightly relaxed at the proximal cone but for the remaining parts of the balloon they were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.50mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent dislodged and was "struck" in the guiding catheter before deploying. The guiding catheter was removed with the stent inside it. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable and safe.